Event description:
Customer called to report a fluid leak from the reagent probes of the unicel dxc 600 synchron system, which leaked into the reagent carts. Customer also stated that the instrument generated low creatinine (cr-s) and blood urea nitrogen (bun) patient results. Customer stated that the erroneous results were not reported out of the laboratory. There was no death, injury or change to patient treatment attributed to or associated with this complaint. On the following day, the field service engineer (fse) inspected the instrument and found fluid leaking from the reagent probes. The fse replaced the valves and level sense beads to address the issue. The fse then ran calibration and quality controls, the results of which met specified requirements. Finally, the fse verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue.

Manufacturer narrative:
The fse replaced hardware parts to resolve the instrument issues. Customer has not called back to report any further issues relating to this event. (B)(4).